Event description:
Reference number (B)(4). Event occurred in bahrain. It was reported that the patient faced adhesive issues event on (B)(6) 2026. Infusion set fell off during use. The blood glucose level was 15.2 mmol/dl. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.